Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the left anterior descending artery. After stent implantation, the bmw universal ii guide wire was used with the intravascular ultrasound (ivus) catheter to confirm stent implantation; however when attempting to remove the ivus catheter, resistance was noted. Upon removal it was noted the guide wire had separated. The separated guide wire withdrawn with the ivus catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.